Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been updated with this report. (B)(4)

Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was unable to prime during prime test due to force sensor resistor damage by moisture. The motor was found with corrosion per visual inspection. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched display window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 398mg/dl. The customer states the device may have gotten wet when device was used with wet clothes. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.